Event description:
A jag precursor was used for therapeutic purposes. During the procedure, while experiencing difficulties advancing the guidewire, the pebax was fractured at the distal end. The procedure was completed with another device.